Event description:
While in use on air ambulance, plugged into plane power, unit shut down while on patient. Ventilator was very hot to the touch. Several episodes of ventilator turning itself off after being gently touched on moved. Internal battery only lasting 10-15 min. No alarms showing vent would just turn off. Vent would not always turn back on when on button pressed. Operating on ac power at the time of event. No patient harm.